Event description:
(B)(4). Originally purchased on (B)(4) (lot no. Ks110513). Issues with the front and rear wheels. Keep splitting. Replaced unit on (B)(4). Replaced rear wheels on (B)(4). Now the front wheels are splitting. Return unit for quality.